Event description:
It was reported that at the patient's initial titration session, high impedance of approximately 5,400 was observed on the patient's m1000 vns generator. The physician ordered x-rays to assess if a lead fracture or incomplete pin insertion was present. The physician did not want to program the patient's vns on until x-rays confirmed that there was no device malfunction. The x-rays were reviewed by the manufacturer. The m1000 generator was placed normally per labeling. Based on the angle of the image, it is unable to be assessed if the connector pin is fully inserted. The feed-through wires appear to be intact. A strain relief bend was present, but there was no indication of a strain relief loop and the tie-downs were not placed according to labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and could not be fully assessed. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional relevant information has been received to date.